Event description:
It was reported that the patient had a deep vein thrombosis (dvt) in the left arm shortly after the implantation of the cardiac resynchronization therapy defibrillator (crt-d) system. The physician started apixaban to manage the dvt, and the patient experienced a pocket hematoma shortly after the apixaban was started. Shortly after draining the hematoma, the patient had yellow fluid oozing from the pocket and gross signs of a left-sided, subcutaneous pocket infection. The patient also experienced discomfort and redness. The crt-d system was explanted but not immediately replaced as the patient required acute care to manage the infection. A new system will be reimplanted at a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 5076-52, lead, implanted: (B)(6) 2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.